Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-18437. It was reported that the patient's pacemaker and lead developed an infection. The wound was bleeding and the capsular bag was ruptured. The system was explanted. The patient was treated with long-term dual antibodies, and was in stable condition.